Event description:
A physician reported to philips that while using smartmask on an azurion system, he obtained an erroneous image that caused him to place a stent incorrectly. A clinical application specialist from philips, alongside the physician, performed several image acquisition tests where the results were successful, and images were properly positioned. In a response to the evidence provided, the physician indicated that patient movement likely caused the incorrect stent placement. It was confirmed that the patient is in good health. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the incident occurred during the treatment of an abdominal aortic aneurysm (aaa). While using the smart mask functionality, which allows for use of a previously acquired image as a vessel mask, the physician reported having obtained an erroneous image which led to an incorrect stent placement. The vascular procedure was successfully completed on the same system. A philips clinical application specialist evaluated the system on site. Several image acquisition and smart mask tests were performed together with the physician. All the tests were successful and log file analysis confirmed that there was no malfunction and that the azurion system and its smart mask functionality performed as intended. The physician indicated that patient movement was the most likely cause for the incorrect stent placement. The system¿s instructions for use (IFU) contains instructions on: - immobilizing the patient to prevent the need to reacquire images due to patient movement (section 2.8 radiation safety); and - adjusting the mask position if the mask image and the live image are not aligned, for example due to patient movement (section 9.9.2 adjusting the mask position). The customer has confirmed that the patient did not suffer any harm as a result of the incident and was in good health after completion of the procedure.